Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager cabinet lock was malfunctioned. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn 14865880 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 16202940 was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet door kept malfunctioning and won't recover despite restarting. A field service engineer (fse) removed latch and cleaned all contacts and crimped connectors. The fse then reinstalled and tested fine in hardware test application. The system functioned as intended after the field service engineer repaired the device.